Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06525. It was reported that the patient initially had phrenic nerve stimulation which was reprogrammed (B)(6) 2019, resolved and the patient was stable. On (B)(6) 2019 an increase in capture thresholds was observed on the left ventricular lead. Programming changes were made but a device longevity diagnostic anomaly was noted. Further evaluation in clinic revealed battery longevity to be normal with improvement expected once right ventricular thresholds and backup heart rate were lowered. The patient has had no high ventricular rates and no shocks or therapies. There was a concern the patient had been doing much work with his upper extremities and the left ventricular lead may have adjusted slightly. This issue was brought up with the patient. The patient denied any other symptoms and was stable.